Event description:
It was reported that during a lap left colectomy, the hand activation operated intermittently. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with evidence of b-form staples and hair imbedded in the tissue pad. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. A batch record review was performed and no anomalies were found during the manufacturing process. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.